Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one fully peeled 10.0fr peel-apart sheath was received for evaluation. Visual and functional evaluations were performed. The t-handle valve was noted to be broken. One half of a valve cap and a valve was received detached from one half of the t-handle. Lack of adhesive was observed inside the t-handle with the missing valve cap. Therefore, the investigation is confirmed for the reported fracture issue and the identified material separation and loss of or failure to bond issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a port placement procedure, sheath allegedly broke when the introducer was unscrewed and removed. Reportedly port was placed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, sheath allegedly broke when the introducer was unscrewed and removed. Reportedly port was placed. There was no reported patient injury.